Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they were getting their stimulator removed and they mentioned that the lead was attached on their spinal cord and they were asking if it was possible for the lead to stay inside. Patient mentioned that it had been 1.5 years that they had not used the ins. Patient said they were uncomfortable when doing exercise and even sitting. Patient said they did not want to keep having the implant when they would not use it anymore. Agent reviewed information and also redirected to healthcare provider (hcp). Additional information was received from a hcp. The hcp reported that patient was requesting the neurosurgeon to remove their system as when they were using it, it never provided substantial pain relief. Caller requested more information about the ins/lead placement. Technical services reviewed general information and suggested obtaining imaging.